Event description:
During the device follow-up performed on (B)(6) 2010, it was reported that several inappropriate shocks were delivered since implantation. It was also reported that during implantation, it was difficult to position the rv lead. A recommendation was requested.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.